Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. One x-ray image was reviewed. The image appears to show the denali filter in the appropriate location with respect to the lumbar vertebra. There is some tilt to the filter. There does not appear to be any issues with the filter or fractures. Medical records were provided and reviewed. Bard inferior vena cava filter was deployed for a patient with unknown medical condition. No other information is provided. Although the record alleges no device deficiency, the investigation is confirmed for the identified filter tilt from the image review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with unknown medical condition. No alleged deficiency with the filter was reported. The device has not been removed. The current status of the patient was not provided.